Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine at an unknown concentration at a dose of 1.802 mg/day and 0.120 mg/bolus and 25/40 mg/ml dilaudid at a dose of 4.506 mg/day and 0.2 mg/bolus via an implantable pump for spinal pain. It was reported that the patient had an upcoming MRI and wanted to understand more about guidelines. It was unknown if the MRI was due to a problem with the device or therapy. The patient stated that the pain doctor said it was not the pump and was not a granuloma. The neurosurgeon thought there was a granuloma right around l2-l3 where the catheter was; which was also where a disc was going flat. The patient stated the symptoms started out gradually, but are getting worse at steeper incline. The patient was scheduled for MRI on (B)(6) 2016. The patient stated that when they had their last MRI to check the placement of everything; the patient checked the pump with the personal therapy manager (ptm) afterwards. There were no issues suspected with the device with that MRI. The patient stated they were implanted for pre-existing l4-l5 fusion, degenerative disc disease amongst other reasons.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.